Event description:
During a diagnostic angiographic procedure, device was deployed, and the pt experienced an immediate loss of distal pulse. Surgical intervention was required to remove the anchor and collagen from the artery. The physician feels that event was caused or contributed to by the anchor being deployed too far in the vessel. Pathology report has listed all components of the device to have been found intact. Based on co's investigation, it is co's belief that this event may be attributed to improper device placement. Pt was released four (4) days later with no sequelae.